Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified issue and a hypoglycemic event occurred. The patient¿s physician reported that the patient was admitted to the hospital for severe low glucose. The patient's family stated that the patient had been having issues with dexcom. No symptoms or other details were provided. It is unclear if the unspecified dexcom issues caused or contributed to the hospitalization. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. Data was evaluated and showed that the sensor failed due to low counts aberration. No additional patient or event information is available.